Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: 0218, ubd: unknown, UDI#: unknown product ID: 29631, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The rep replaced all components of the robotic guidance. Codes b01, c07, and d02 are a pplicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a demo, the manufacturer representative (rep) was unable to get the targeting unit to be in reach of home. There was no patient involvement. Troubleshooting was performed. The rep restarted the system and targeting unit, disconnected and reconnected them, created a new plan, verified accuracy of registration using a passive planar probe and rehomed the targeting unit without success. The rep then reported the issue was that the plans were over 30 degrees from the target. The demo was able to run smoothly once the plans under 30 degrees were created.